Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was observed to be intermittently depleting rapidly resulting in a pump shutdown. Customer experienced an elevated blood glucose (bg) level; bg value not provided. Reportedly, the customer continued to use the pump for insulin therapy.